Event description:
An aus device was implanted on 2/15/91. The pump and balloon were revised on 4/14/93. The entire device was removed from the pt on 5/15/96, reason not indicated. Co has requested add'l info.